Event description:
It was reported that during central processing, the wire on the fenestrated bipolar forceps instrument was observed to be broken. There was no patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.